Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to x-ray exam and was observed to have the atrial and right ventricular lead slacks pulled back. The atrial lead exhibited an increase in threshold. On (B)(6) 2018, the atrial lead was repositioned successfully and the right ventricular lead was given more slack. No further complications were reported.